Event description:
A medtronic representative reported that the metal portion of their open spine clamp driver was loose inside the handle. When they tried to tighten the clamp down, the piece just spins inside the handle. They used a perc pin for the case instead. No negative impact to the patient was reported.

Manufacturer narrative:
Device manufacture date not available at this time. The device was returned for evaluation and found to have directly caused the reported event. Medtronic personnel were able to duplicate the issue with the driver. With vice gripes holding the shaft, it place, the handle does turn, but it does take a lot of force. The cause of the malfunction was mechanical wear and tear.

Manufacturer narrative:
The device manufacture date is provided.